Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of conductor wire insulation damage. For clarification, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The instrument passed the electrical continuity test. The wires were not found to be exposed. There was no material missing. There were no signs of thermal damage. An additional observation not reported by the site: the instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on the grip input shafts. Common causes of the failure mode of broken instrument input disks are typically attributed to the user, most commonly caused by improper cleaning and reprocessing techniques. The complaint regarding the fenestrated bipolar forceps bipolar cord being exposed was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument bipolar cord was exposed near the sheath. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was discovered on 2022 during central processing. The instrument was inspected prior to its use in the low anterior resection procedure on (B)(6) 2022 and the instrument did not collide with any other instrument or tool during the procedure. The customer clarified that this instrument did not malfunction during the case and that they just noticed it in central processing. There was no patient injury. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument bipolar cord was exposed, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument bipolar cord was exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.